Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was in the range of 300 mg/dl at the time of incident and current blood glucose level was 407 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer treated their high blood glucose level with needles and pens. Customer did not alleging insulin pump was under delivering. Customer reported that the bolus history displays all bolus entries based on their recollection. Customer declined for troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.